Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic sigmoidectomy on the colon, the reload was not able to fire, the surgeon was able to press the green button and the handle did not squeeze. The stapler broke off and did not fall into the patient¿s cavity. The surgical time was extended by thirty minutes or more. The incision was extended by more than 1 inch. The load was replaced to complete the case.